Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they wanted to remove the stimulator because it had moved out of place. Patient then said they felt that the thing was loose inside of them and it was bothering them, causing them a lot of pain. The issue began in december. Patient mentioned they were supposed to have the surgery on april 22nd to move the implant out of place but about 2 months ago they had pneumonia. Patient said after the pneumonia the doctor told them they were clear to do the removal and they were going to put the implant back on next wednesday. Patient also mentioned they had sleep apnea for over 6 years and their hcp wants to do the removal at a hospital. Patient denied any recent falls/trauma. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 977006; (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.